Manufacturer narrative:
Batch review performed on 25 april 2018; cocr ball head 12/14 ø 28 size xl +7 lot 168273: (B)(4) items manufactured and released on 20 april 2017. Expiration date: 2022-04-02; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Bipolar head ø28x51 reference 25060.2851 (k091967); lot 164204: (B)(4) items manufactured and released on 12 october 2016. Expiration date: 2021-09-25 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed due to hematoma 3 months after primary. The surgeon revised the bipolar head and the femoral head.